Event description:
Peritonitis [aseptic peritonitis]. Intestinal obstruction [intestinal obstruction] . Adhesion [adhesion]. Case narrative: initial information received on 15-may-2018 regarding an unsolicited valid serious case received from japan_other sanofi-japan group employee under reference: (B)(4) on and transmitted to sanofi. This case involves a 59 years old female patient who experienced peritonitis, intestinal obstruction and adhesion, while she using with the use of medical device carboxymethylcellulose, sodium hyaluronate [seprafilm]. The patient's past medical history included choledochectomy and cholecystectomy. The patient's past medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing cholangiectasis congenital with choledochectomy, cholecystectomy and anomalous arrangement of pancreaticobiliary duct with choledochectomy, cholecystectomy. On an unknown date, choledochectomy and cholecystectomy were performed for cholangiectasis congenital and anomalous arrangement of pancreaticobiliary duct. On (B)(6) 2017 (for the 1st time), one carboxymethylcellulose, sodium hyaluronate (seprafilm) was applied beneath the site of incised wound. On an unknown date, peritonitis (non-bacterial), intestinal obstruction and adhesion developed. On an unknown date (for the 2nd time), one carboxymethylcellulose, sodium hyaluronate (seprafilm) was applied beneath the site of incised wound. On an unknown date, peritonitis (non-bacterial), intestinal obstruction(corrective treatment: controlling the diet is on going) and adhesion (corrective treatment: on (B)(6) 2018 adhesion separation operation) developed. Adhesion was severe at the site of application and adhesion was also seen at other areas (area around the application site). On an unknown date,carboxymethylcellulose, sodium hyaluronate (seprafilm) was stopped. On an unknown date,outcome of peritonitis (non-bactrial) was unknown. On an unknown date, intestinal obstruction resolved with sequela. On an unknown date, adhesion was resolving. Additional information was received on 30-jul-2018: added investigation summary. Local comments: downgrade.

Event description:
Peritonitis [aseptic peritonitis] , intestinal obstruction [intestinal obstruction] , adhesion [adhesion] , case narrative: initial information received on 15-may-2018 regarding an unsolicited valid serious case received from (lp) (B)(6) under reference on 15-may-2018 and transmitted to sanofi. This case involves a (B)(6) female patient who experienced peritonitis, intestinal obstruction and adhesion, while she using with the use of medical device carboxymethylcellulose, sodium hyaluronate [seprafilm]. The patient¿s past medical history included choledochectomy and cholecystectomy. The patient¿s past medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing cholangiectasis congenital and anomalous arrangement of pancreaticobiliary duct. On an unknown date, choledochectomy and cholecystectomy were performed for cholangiectasis congenital and anomalous arrangement of pancreaticobiliary duct. On (B)(6) 2017(for the 1st time), one carboxymethylcellulose, sodium hyaluronate (seprafilm) was applied beneath the site of incised wound. On an unknown date, peritonitis (non-bacterial), intestinal obstruction and adhesion developed. On an unknown date(for the 2nd time), one carboxymethylcellulose, sodium hyaluronate (seprafilm) was applied beneath the site of incised wound. On an unknown date, peritonitis (non-bacterial), intestinal obstruction(corrective treatment:controlling the diet is on going) and adhesion(corrective treatment: (B)(6) 2018 adhesion separation operation) developed. Adhesion was severe at the site of application and adhesion was also seen at other areas (area around the application site). On an unknown date,carboxymethylcellulose, sodium hyaluronate (seprafilm) was stopped. On an unknown date,outcome of peritonitis (non-bacterial) was unknown. On an unknown date, intestinal obstruction resolved with sequela. On an unknown date, adhesion was resolving.

Event description:
Peritonitis (non-bacterial) [aseptic peritonitis]. Intestinal obstruction [intestinal obstruction]. Adhesion [adhesion]. Malnutrition (eating disorder) [eating disorder]. Malnutrition (eating disorder) [malnutrition]. Case narrative: initial information received on 15-may-2018 regarding an unsolicited valid serious case received from (lp) japan-kaken lsa-pcp under reference (B)(4). On 26-aug-2019 and transmitted to sanofi. This case involves a 59 years old female patient (152 cm and 58 kg) who experienced peritonitis (non-bacterial), intestinal obstruction, adhesion, and malnutrition (eating disorder), while she using with the use of medical device carboxymethylcellulose, sodium hyaluronate [seprafilm]. The patient's past medical history included choledochectomy on (B)(6) 2017, cholecystectomy on (B)(6) 2017 and choledochoenterostomy on (B)(6) 2017. The patient's past medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing cholangiectasis congenital, anomalous arrangement of pancreaticobiliary duct and allergy to chemicals, and was a non-tobacco user. On (B)(6) 2017, the patient was hospitalized. On (B)(6) 2017 (first time), patient's condition: generally healthy, nutrition status: good, anaemia: none, radiotherapy: none. The patient underwent extrahepatic bile duct resection, cholecystectomy, and choledochoenterostomy (r-y). One sheet of seprafilm was applied beneath the incisional wound. (Direct application to the anastomosis site: none, condition of application: favorable) surgical situation: 1) resection of dilated common bile duct - hepatic duct (extrahepatic bile duct resection). Reconstruction with choledochoenterostomy (r-y). 2) below the upper abdominal midline incision. 3) around the application site, intraperitoneal fat, organs, and between the abdominal wall and peritoneum. 4) foramen of winslow. Pre-existing adhesion: none. Intraperitoneal region: pre-existing non-purulent inflammation: none, pre-existing infection: none, intraperitoneal irrigation: yes (5 l). Anastomosis of resection site: resection site: as described above, pre-existing non-purulent inflammation: none, pre-existing infection: none. Laparotomy wound suture: pre-existing non-purulent inflammation: none, pre-existing infection: none. Operative time: approximately 7 hours, amount of bleeding: 455 g, blood transfusion: none after surgery: other concomitantly used medical device: yes: closed drain, ivh catheter ((B)(6) 2017), drainage condition: favorable: immediately after placement: favorable. On (B)(6) 2017, peritonitis (non-bacterial) developed. (Method of confirmation: CT) intestinal obstruction developed. (Method of confirmation: physical findings) on an unknown date, adhesion developed. Adhesion was strong in the application site, and adhesion was also noted in other sites (surrounding areas). On (B)(6) 2018 (second time), the patient underwent the second surgery for adhesiolysis and treatment of the intestinal obstruction. (Situation of the re-laparotomy: severe adhesion in the abdomen, condition of seprafilm: completely absorbed into the body, removal of seprafilm: unable to be removed, other measures taken: adhesiolysis operation [(B)(6) 2018], intestinal resection [(B)(6) 2018]) adhesiolysis was performed. One sheet of seprafilm was applied beneath the incisional wound and 1 sheet of seprafilm was applied to the adhesiolysis site. Subsequently, in 2018, peritonitis, intestinal obstruction, and adhesion developed like after the first surgery. (Aggravation) as of (B)(6) 2018, peritonitis (non-bacterial) had not resolved. (Surgical treatment) on (B)(6) 2018, the third operation was performed for treatment (intestinal resection), and seprafilm was not used this time. As of an unknown date, the patient was somewhat recovering, but dietary restriction due to intestinal obstruction was ongoing. Adhesion was resolving. On an unknown date, malnutrition (eating disorder) developed. On (B)(6) 2018, the patient was discharged from the hospital. On (B)(6) 2019, intestinal obstruction resolved with sequelae of malnutrition (eating disorder). As of an unknown date, outcome of malnutrition (eating disorder) was unknown. The patient developed an event of a serious peritonitis (non-bacterial) (noninfectious peritonitis).this event was assessed as medically significant, due to this event patient's hospitalization was prolonged. The patient was discharged on (B)(6) 2018 (hospitalization during 84 days). The patient developed an event of a serious intestinal obstruction. This event was assessed as medically significant .due to this event patient's hospitalization was prolonged. The patient was discharged on (B)(6) 2018 (hospitalization during 84 days). The patient developed an event of a serious adhesion. The patient was hospitalized for this event during 84 days. The patient was discharged on (B)(6) 2018 (hospitalization during 84 days). The patient developed an event of a non-serious malnutrition (eating disorder) (eating disorder). The patient developed an event of a non-serious malnutrition (eating disorder) (malnutrition). Relevant laboratory test results included: bacterial test - on (B)(6) 2017: negative (negative). C-reactive protein - on (B)(6) 2017: 24.16 mg/dl; on (B)(6) 2018: 24.1 mg/dl; on (B)(6) 2018: 22.1 mg/dl; on (B)(6) 2018: 0.1 mg/dl. Computerised tomogram abdomen - on (B)(6) 2017: [intestinal obstruction]. Fungal test - on (B)(6) 2017: negative (negative). Histology - on an unknown date: [finding of foreign-body reaction in the sample of resected intestine]. Procalcitonin - on (B)(6) 2017: 0.46 [0.46] white blood cell count - on (B)(6) 2017: 13520 [13520] then 5.9 10*3/ul [initial visit] final diagnosis was severe intestinal obstruction, severe peritonitis (non-bacterial), malnutrition (eating disorder) and severe adhesion. An unknown corrective treatment was received. The patient outcome is reported as not recovered / not resolved on an unknown date for peritonitis (non-bacterial), as recovered / resolved with sequelae on (B)(6) 2019 for intestinal obstruction, as recovering / resolving for adhesion, as unknown for malnutrition (eating disorder) and as unknown for malnutrition (eating disorder). Reporter comment: causal role of seprafilm in peritonitis (non-bacterial): probable. Causal role of seprafilm in intestinal obstruction: probable. Causal role of seprafilm in adhesion: probable. Alternative etiology: unknown. Additional information was received on 30-jul-2018: added investigation summary. Additional information was received on 26-aug-2019 from the physician: added patient information, other relevant history, lab data, event information and clinical course. Correction to the previous report: corrected product information and race information.